Manufacturer narrative:
Medical device problem code updated. The reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret1 setting with no suture or implants returned. There is biological debris on the devices. Both devices were returned with a semi-transparent connector. A functional evaluation was performed on the returned device and found they do not cycle as designed, they occasionally stop with the actuator bar fully extended and it must be manually pulled back. The failure to cycle have been determined to be related to the reported event a review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, meniscus suture procedure, the inserter of two (2) fast-fix 360 devices was very hard and both implants deployed through the meniscus at the same time. All ts were removed from the patient. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.